Manufacturer narrative:
A supplemental MDR is being submitted based on completion of risk assessment. Aortic valve replacement in for patients with aortic insufficiency using the sapien 3 ultra resilia with the commander delivery system is not indicated for use. The risk management file captures risks for indicated device use only. The review of the risk management file is complete, and no further action is required at this time. Per the instructions for use (IFU), paravalvular leak (pvl) and hemolysis are known potential adverse events associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. Hemolysis is the destruction of red blood cells. There are multiple extrinsic and intrinsic factors including use of extracorporeal circulation, transfusion, infection, tumors, autoimmune disorders, medication side effects, a metabolic abnormality, and red blood cell membrane instability. Normal red blood cells (erythrocytes) have a lifespan of about 120 days. After the lifespan is over the red blood cells break down and are removed from the circulation by the spleen. In some medical conditions, or because of taking certain medications, this breakdown of red blood cells is increased. Medications that have been associated with hemolysis include acetaminophen, penicillin, and other pain medications. Red cells may be destroyed due to defects in the cells themselves. Another cause of hemolytic anemia is break down due to mechanical damage, such as from artificial heart valves or heart-lung bypass; or they as a result of turbulent blood flow pattern and erythrocyte destruction caused by pvl or central regurgitation. Edwards extensively trains physicians before they are qualified to use the sapien thv (all models). The thv training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient/procedural factors may have caused or contributed to the pvl with subsequent hemolysis. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the edwards field clinical specialist, approximately 4 days post implant of a 29mm sapien 3 ultra resilia valve in the aortic position, a 2nd 29mm sapien 3 ultra resilia valve was placed due to moderate to severe paravalvular leak and hemolysis. The second valve which was implanted, successfully diminished the pvl with no further evidence of hemolysis. Upon review of medical records, a 3rd valve was implanted as the degree of pvl was not considered acceptable after the 2nd valve was implanted. However, there was no evidence of hemolysis at the time of implant of the 2nd valve.

Manufacturer narrative:
The decision to place a 3rd valve is an adverse event listed in labeling and will be captured and reported though the thv/tvt registry. The investigation is ongoing. The valve remains implanted in the patient.